Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 189 mg/dl at the time of incident. Customer states they are unsure if they pressed a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with an unresponsive keypad due to corroded keypad traces at the "center", "down", "right" and "up" buttons. Unable to perform the displacement test and self test due to unresponsive keypad.